Event description:
It was reported by the patient that they heard alert tones. The patient stated they had been to the physician the previous day and had the defibrillator part turned off. The patient thought other setting had been "messed up because it's been acting up on me ever since." Follow-up was attempted with the physician; however, no additional information could be obtained. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.